Manufacturer narrative:
The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence from imaging evaluation. Manufacturing non-conformances were found in the root cause investigation and documented. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU under the number z-2479-2023.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing. It should be noted, the device was implanted in the mitral and tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a concomitant pascal precision ace procedure where a first device was successfully implanted in central antero-septal position of the tricuspid valve. A second implant was prepared to cover the residual central postero-septal jet. There was a successful grasp of posterior and septal leaflet with the second device and a very good tricuspid regurgitation reduction from grade 4+ to 1. Hence, the decision was made to release the second device and there was successful flossing of the sutures. During rotating the blue release knob, an increasing resistance was felt. In the fluoro images a rotating of the closed implant was visible until the implant was fully released, and the implant jumped back to original position. Even then there was a good tr reduction that was sustained without any signs of an slda. There was also no harm or injury for the patient at any time.